Event description:
It was reported that during a gastrectomy procedure, the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the pt. Add'l info requested and received. The broken piece did not fall into the pt. It will be returned.

Manufacturer narrative:
(B) (4): eval summary: the analysis results found that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area) and present. This failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.